Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's ins was non-functional. Caller stated the patient fell on their ins and when they went to use it again they felt a sharp pain and the ins was not working. A fall on the ins and loss of therapy were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient¿s device didn¿t work, meaning it¿s not effective. The patient first said the device wasn¿t effective since implant, but later stated it did help for a while. A fall in (B)(6) was reported to be related. The patient stated they increased stimulation, then it is good for 2-3 then her symptoms go back to where they were before. The patient stated they cannot go above level 3 without a painful sensation. The patient asked if the device could be removed, and technical services told them it would require a procedure so the patient said they would just turn it off. The patient also reported their bladder is like a dam that just lets go, and they pee themselves all the time. In 7 days they have used over 40 depends. The patient mentioned they did not have a managing physician and the last time they saw their previous dr was to recalibrate their remote.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, from the feel of it, it seemed to be bent as the patient fell on concrete. No steps were taken to resolve the ineffective therapy and incontinence as it wasn't working anyways.